Event description:
Pt reported malfunctioning freedom 60 pump. Pt reports that towards end of infusing the second syringe, the pump made a pinging noise like a spring broke and it would not continue the infusion. Pt had a backup pump from old company on hand that he used to finish the infusion so he did receive the full dose. Unknown if md is aware. Pharmacy is replacing pump. Unknown if pump is available for return. No adverse events reported. No additional information available. Pump serial number: (B)(6). Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by: patient/caregiver.